Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Seven (7) batteries (B)(6) were returned for evaluation. Review of (B)(6) and (B)(6) manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6). Log file analysis revealed eight (8) controller power up events with associated motor start events logged 03-jul-2021 at 04:17:27, on 20-jul-2021 at 07:11:43 and 07:13:00, on 22-jul-2021 at 13:39:08 and 13:42:08, and on 25-jul-2021 at 10:55:04, 13:42:06 and 20:26:11. The controller was without power for an average time of 2 minutes. Review of data log file also revealed an instance involving (B)(6) where the battery's relative state of charge (rsoc) was logged between 101-201, which is indicative of a communication error. Review of the alarm log file revealed two (2) critical battery alarms involving (B)(6) due to the battery depleting below 10% rsoc. Review of the alarm log file also revealed one (1) electrical fault alarm and one (1) high watt alarm were logged on 21-jul-2021. The electrical fault alarm was logged at 13:11:16 due to an overcurrent condition in the front resulting in the pump running on a single stator (rear-stator only). The subsequent high watt alarm logged at 13:11:19 was indicative of the increased power consumption associated with the pump running on a single stator. Log file analysis also revealed that reactivation events was logged on 21-jul-2021 between 13:11:12 and 13:11:20 due to an overcurrent condition detected on the front stator. As a result, the reported events were confirmed. There is no evidence a power source lubrication procedure was performed on (B)(6) had been lubricated prior to release. Based on the risk documentation and the available information, a possible root cause of the reported electrical fault alarm can be attributed, but not limited, to contamination by foreign material of the driveline extension cable connector and/or a marginal driveline connection. The most likely root cause of the reported high watt alarm can be attributed to the increased power consumption required to run on a single stator. The most likely root cause of the reported critical battery alarms can be attributed to the patient allowing the battery to deplete below 10%. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections. CAPA pr00574181 is investigating momentary disconnections. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed,(B)(6) fall within the bounds of this CAPA. Possible root causes of the communication errors can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. (B)(6) is in scope of fa1257, which was initiated for batteries with a welding defect in a spot weld of the nickel strip that connects the 5x and 3x cell pack. While (B)(6) is in scope of fa1257, internal visual inspection did not reveal any anomalies associated with the battery welding. Additional products: d4: serial #: (B)(6) h6: FDA method code(s): b14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. Seven (7) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6) . Log file analysis revealed eight (8) controller power up events with associated motor start events logged (B)(6) 2021 at 04:17:27, on (B)(6) 2021 at 07:11:43 and 07:13:00, on (B)(6) 2021 at 13:39:08 and 13:42:08, and on (B)(6) 2021 at 10:55:04, 13:42:06 and 20:26:11. The controller was without power for an average time of 2 minutes. Review of data log file also revealed an instance involving (B)(6) where the battery's relative state of charge (rsoc) was logged between 101-201, which is indicative of a communication error. Review of the alarm log file revealed two (2) critical battery alarms involving (B)(6) due to the battery depleting below 10% rsoc. Review of the alarm log file also revealed one (1) electrical fault alarm and one (1) high watt alarm were logged on (B)(6) 2021. The electrical fault alarm was logged at 13:11:16 due to an overcurrent condition in the front resulting in the pump running on a single stator (rear-stator only). The subsequent high watt alarm logged at 13:11:19 was indicative of the increased power consumption associated with the pump running on a single stator. Log file analysis also revealed that reactivation events was logged on (B)(6) 2021 between 13:11:12 and 13:11:20 due to an overcurrent condition detected on the front stator. As a result, the reported events were confirmed. There is no evidence a power source lubrication procedure was performed on (B)(6) . (B)(6) had been lubricated prior to release. Based on the risk documentation and the available information, a possible root cause of the reported electrical fault alarm can be attributed, but not limited, to contamination by foreign material of the driveline extension cable connector and/or a marginal driveline connection. The most likely root cause of the reported high watt alarm can be attributed to the increased power consumption required to run on a single stator. The most likely root cause of the reported critical battery alarms can be attributed to the patient allowing the battery to deplete below 10%. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(6) fall within the bounds of this CAPA. Possible root causes of the communication errors can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02 d4: serial #: (B)(6) d9: yes, return date: 04-aug-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d4: serial #: (B)(6) d9: yes, return date: 04-aug-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d4: serial #: (B)(6) d9: yes, return date: 04-aug-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c23 h6: FDA conclusion code(s): d01, d11 d4: serial #: (B)(6) d9: yes, return date: 04-aug-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6) d9: yes, return date: 04-aug-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) d9: yes, return date: 04-aug-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) d9: yes, return date: 04-aug-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2018 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacture date: 30-sep-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2016 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacture date: 31-mar-2015. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2017 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacture date: 31-jan-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2017 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacture date: 31-jan-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2017 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacture date: 31-jan-2016.labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2022 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation. No. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacture date: 19-jan-2021. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacture date: 17-dec-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacture date: 15-apr-2021. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a high power alarm after the controller exhibited an electrical fault alarm. The controller exhibited unexpected losses of power and power switching. The batteries exhibited power switching, one battery exhibited an inappropriate critical battery alarm and another battery exhibited a communication error. The vad and controller remain in use, and the batteries were exchanged. No patient complications have been reported as a result of this event.